Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they felt that vasoview hemopro may have an issue with the wire on the jaw. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25146650, 25146846 and 25147176 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they felt that vasoview hemopro may have an issue with the wire on the jaw. A replacement device was used to complete the procedure. No patient involvement.